Event description:
Customer stated that the device overheated during setup for a procedure. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the rotor was stuck in the motor.